Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not see insulin exit the tubing during the filling process. Tandem technical support assisted the customer and insulin was observed exiting the tubing. The customer's blood glucose was 150 mg/dl.